Event description:
It was reported that during an unk procedure, the clip could not be closed correctly. The case was completed with a same like product. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).